Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-06027, manufacturer report no: 2015691-2021-06032, manufacturer report no: 2015691-2021-06091, manufacturer report no: 2015691-2021-06088, manufacturer report no: 2015691-2021-06089.

Event description:
As reported by our affiliate in (B)(6), and through an article, 'transapical approach versus transcervical approach for transcatheter aortic valve replacement: a retrospective monocentric study', between november 2008 and march 2020, 127 transapical (ta) tavr procedures and 49 transcervical (tc) tavr procedures were performed. Balloon-expandable transcatheter heart valves of the edwards sapien family were used. Post valve implant, cardiac tamponade events occurred in 5 patients. Information regarding the cause of the events and any actions taken was not provided.

Manufacturer narrative:
The implanted valve model and size is unknown. Possible valve used - edwards sapien transcatheter heart valve - PMA p110021, edwards sapien xt transcatheter heart valve - PMA p130009, or edwards sapien 3 transcatheter heart valve - PMA p140031. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, this will lead to increased intra-pericardial pressure, which can negatively affect heart function. Pericardial effusion can be caused by a variety of local and systemic disorders or may be idiopathic. It can be acute or chronic, and in thv patients, it may be caused by lv perforations, annular ruptures, aortic dissections or other cardiac injuries. In transapical patients, post operative pericardial effusions are common. Most will resolve spontaneously, and some may require an intervention. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. Cardiac tamponade is a life threating condition. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intrapericardial pressure which can negatively affect heart function. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the reported cardiac tamponade events could not be determined. Investigation results suggest in addition to the procedure itself, patient factors not provided (gender, age) may have contributed to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Reference for article: henri lu, stephane fournier, jegaruban namasivayam, christian roguelov, enrico ferrari, eric eeckhout, pierre monney, piergiorgio tozzi, carlo marcucci, olivier muller, matthias kirsch, transapical approach versus transcervical approach for transcatheter aortic valve replacement: a retrospective monocentric study, interactive cardiovascular and thoracic surgery, volume 31, issue 6, december 2020, pages 781-788, https://doi.org/10.1093/icvts/ivaa202. This is one of five manufacturer reports being submitted for this case.